Event description:
As reported by the user facility: clinician inserted catheter. Withdrew stylet and laid it down in the open IV start kit. When she picked up the kit, she received a needlestick (location of needlestick injury unk). It was observed that stylet was bent and clip was not on tip. Sample was not saved. Additional information provided by the facility indicated the clinician thought she heard the clip click and close, but then noticed the clip was at the tip of the needle but did not actually cover the tip of the needle. All protocol bloodwork testing has been negative.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated and a lot number and an item number were not reported. Without the sample and a lot number, or item number, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer for evaluation.